Event description:
It was reported that a patient device was lost. The patient had been using his recharger to turn the implant on and off. Since 6 months ago, the patient¿s leg would ¿kick to the 8 o¿clock position¿ while walking. While lying there, the implant would take over and the patient would have to squeeze his body to turn therapy off. It felt like there was a loose lead, but it corrected itself to a certain degree. The patient¿s neuropathy was coming back and the patient was falling all the time now. The stimulation couldn't be increased without the patient programmer to keep the neuropathy down. It was noted that the physician "may need to revise the implant." Additional information reported that the patient had already received one replacement patient programmer (pp) and could not receive a second from the manufacturer. It was alleged that the implant was malfunctioning. No scheduled intervention was noted at the time of this report. It was thought that the patient accidently sent the pp and the control magnet back to the manufacturer as he now has 2 implantable neurostimulator rechargers (insr).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).